Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, non-calcified left anterior descending (lad) artery. The physician attempted to place the 2.75 x 20 mm taxus liberte stent, but was unable to cross the lesion. The stent was damaged during the crossing attempt. Patient status reported as "good".

Manufacturer narrative:
(B)(6) - it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).